Manufacturer narrative:
A surgery database performance verification was performed on this laser system. The analysis determined the laser performance factors analyzed were operating within specification during the time of this pt's surgery. During the on-site investigation, the engineer was unable to find any issues with the laser and completed a successful system verification to specifications.

Event description:
A surgeon reports dissatisfaction with pt outcomes. Info provided by the surgeon indicates this pt received a lasik treatment on the right eye. At 1 month post-op this pt exhibited induced astigmatism and a 1 line decrease in bcva. It is unclear if the surgeon feels this pt is harmed or injured, or if the decrease in bcva is temporary or permanent. However, the surgeon has declined to provide any additional info.